Event description:
The ortho summit sample handling system instrument did not pipette sample and did not generate an error message. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics inc (B) (4).

Manufacturer narrative:
The ocd field service engineer (fse) evaluated the instrument. Fse could not recreate the problem. Fse checked the holding force of all plunger clamps. Plunger clamps #1 and #3 failed to meet specification. Fse replaced both plunger clamps and performed all test and calibrations. All tests passed. No further repairs required. Instrument is operating as expected.